Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708340, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3998, lot# v020688, implanted: 2007-(B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 3708240, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3587a, lot# l97036, implanted: 2001-(B)(6), product type lead. (B)(4).

Event description:
It was reported that sometimes the device would shut itself off. It was noted that this was like when the patient was near speakers or went through security devices. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.